Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumber artery using a penumbra smart coil (smart coil), penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced a smart coil into the target vessel using the microcatheter, then used the handle to detach it. However, the smart coil failed to detach. The physician made several attempts to detach the smart coil using the handle but the attempts were unsuccessful. The physician then decided to remove the smart coil. However, upon retraction, the smart coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the smart coil was removed from the patient. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated and retracted on the proximal end of the pusher assembly. This typically occurs during a successful detachment attempt. If the pet lock is retracted the embolization coil will likely become detached. The root cause of the difficulty detaching experienced during the procedure could not be determined. The embolization coil was not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported difficulty detaching during the procedure. H3 other text : placeholder.